Event description:
It was reported that the reason for the replacement of the 90cm to the 60cm lead was due to device migration. No reported complications during procedure. Surgical replacement addressed issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019 the patient had a procedure to replace the 90 cm lead with a 60 cm lead and extension. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.